Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy 2 years ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain/40 lbs just fell off of me") and experienced back pain ("back pain"), intervertebral disc degeneration ("degenerated disc"), spinal stenosis ("spinal stenosis"), fibromyalgia ("fibromyalgia"), arthralgia ("hip pain"), menorrhagia ("heavy peroid"), abdominal pain lower ("excruating cramp"), abdominal distension ("bloating") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (she had essure removed.). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal, back pain, intervertebral disc degeneration, spinal stenosis, fibromyalgia, arthralgia, menorrhagia, abdominal pain lower, abdominal distension and vitamin d deficiency outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, fibromyalgia, intervertebral disc degeneration, medical device removal, menorrhagia, spinal stenosis, vitamin d deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-may-2020: quality-safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy 2 years ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain/40 lbs just fell off of me") and experienced back pain ("back pain"), intervertebral disc degeneration ("degenerated disc"), spinal stenosis ("spinal stenosis"), fibromyalgia ("fibromyalgia"), arthralgia ("hip pain"), menorrhagia ("heavy peroid"), abdominal pain lower ("excruating cramp"), abdominal distension ("bloating") and vitamin d deficiency ("vitamin d deficiency"). The patient was treated with surgery (she had essure removed.). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal, back pain, intervertebral disc degeneration, spinal stenosis, fibromyalgia, arthralgia, menorrhagia, abdominal pain lower, abdominal distension and vitamin d deficiency outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, fibromyalgia, intervertebral disc degeneration, medical device removal, menorrhagia, spinal stenosis, vitamin d deficiency and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Amendment: the report was amended for the following reason: the case (B)(4) was found to be duplicate to case (B)(4). All information including reporters, events, reference numbers and source documents were added from deletion case to retention case (B)(4). New event 'vitamin d deficiency' was added from deletion case. No new follow-up information was received from the reporter. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy 2 years ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), was found to have weight increased ("weight gain/40 lbs just fell off of me") and experienced back pain ("back pain"), intervertebral disc degeneration ("degenerated disc"), spinal stenosis ("spinal stenosis"), fibromyalgia ("fibromyalgia"), arthralgia ("hip pain"), menorrhagia ("heavy peroid"), abdominal pain lower ("excruating cramp") and abdominal distension ("bloating"). The patient was treated with surgery (she had essure removed.). Essure was removed in (B)(6) 2017. At the time of the report, the medical device removal, back pain, intervertebral disc degeneration, spinal stenosis, fibromyalgia, arthralgia, menorrhagia, abdominal pain lower and abdominal distension outcome was unknown and the weight increased was resolving. The reporter considered abdominal distension, abdominal pain lower, arthralgia, back pain, fibromyalgia, intervertebral disc degeneration, medical device removal, menorrhagia, spinal stenosis and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on (B)(6) 2020: social media received. New event back pain, degenerated disc, spinal stenosis, fibromyalgia, hip pain, heavy period, excruating cramp, bloating was added. Reporter was added. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('hysterectomy 2 years ago') in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On an unknown date, the patient had essure inserted. On an unknown date, the patient underwent medical device removal (seriousness criteria medically significant and intervention required) and was found to have weight increased ("weight gain"). The patient was treated with surgery (she had essure removed.). Essure was removed. At the time of the report, the medical device removal outcome was unknown and the weight increased was resolving. The reporter considered medical device removal and weight increased to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.